Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.

Event description:
Same case as MFR #: 2134265-2009-04455. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the mid circumflex (cx). Five years post the implantation of two overlapping taxus express2 stents deployed in the cx, thrombus was identified in the two previously placed stents. Ivus revealed the overlapping section and 2/3rds of the stents were totally thrombosed. The patient was on dual antiplatelet therapy for 2 years and off of plavix for 3 years. The physician aspirated the thrombus and deployed two cypher stents inside of the taxus express2 stents.